Manufacturer narrative:
Although the product was not returned, the complaint was confirmed. There has been an issue noted related to the hph700 not meeting the requirement for ultra-filtration efficiency. Medtronic initiated a formal investigation into the performance issues and worked with medivators to test and identify all potentially affected units. A field action was initiated to address all products in the field. There have been no adverse patient effects reported. (B)(4).

Event description:
Medtronic received information that during use, the perfusionist observed that the medivators hemoconcentrator within their medtronic perfusion pack was not achieving the filtration rate they expected. Different pumping methods and application of negative pressure were attempted to improve the filtration rate, but were unsuccessful. The hemoconcentrator was replaced with a hph-1000 standalone hemoconcentrator to complete the case. There were no adverse patient effects reported as a result of this issue. The product was discarded at the customer site and was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.